Event description:
Pacemaker inserted and pt was monitored in hosp. Low heart rate presented on monitor. Pt returned to operating room for replacement. Screw of pacemaker "floating free". Center submits this report pursuant to the provisions of 21 cfr part 803. This report is based, in preliminary info received by center which center has not had the opportunity to investigate or verify prior to the reporting date. Center has not conclusively determined the cause of this event. This report shall not be construed as an admission by center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.